Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an unknown age patient post left ventricular assist device implant was implanted with an impella rp for right side mechanical circulatory support and experienced low pump flow which led to device explant approximately three days after start of support. Day one after start of support, the flow was only 2.5 on p-level p-9. The next day it was noted that flows remain low (despite being on p-9), and the following day the impella flows remain low despite being on p-level p-7. A plan to wean with explant was made, successfully completed, and the patient was transitioned to venovenous extracorporeal membrane oxygenation support. There was no report of adverse effects to the patient.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was returned for investigation. No physical abnormalities were observed on the returned pump. All the optical 5s parameters were within the specification range. The pump passed electrical resistance testing and laser continuity testing. A significant amount of biomaterial was observed on the impeller, which could not be removed. Low pump flow was reproduced while tested in a bucket of water. The data log was reviewed shows that the optical sensor values remained within the specification limits throughout the case run, and there were two ingestion events observed. There was a spike in motor current accompanied by a deviation in speed, increase in the placement signal, and decrease in pump flow without a change in the p-level. On the same day, the p-level was increased to p9, but the flow remained on the lower side. Also, a small motor current spikes was reported while running on a steady p-level, with deviations in speed and increases in the placement signal. The cause of the low pump flow issue was biomaterial ingestion, based on return product investigation and data log review. Added d9 device return date corrections to the initial MFR report: g1-MDR reporting contact email.